Event description:
It was reported that the insulin pump alarmed button error after a battery change. Customer stated that she woke up with low blood glucose readings and treated with candy. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a button error alarm due to moisture damage on the keypad traces. The pump also had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.